Event description:
The patient reported not feeling well and had concerns about the device function. Attempts to obtain follow up information about the device were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.